Event description:
The manufacturer received info alleging a ventilator would not function. The device was not in patient use.

Manufacturer narrative:
The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the manufacturer's investigation is completed.